Event description:
The pump was explanted within 2 months of implant and returned to the MFR for analysis. No reason for explant was given. Attempts to obtain further info from the hcp have been made without response. A follow up report will be sent when add'l info is received.